Event description:
Related manufacturer reference number: 2017865-2025-17496. It was reported that the patient presented to the emergency room experiencing unspecified symptoms and asystole. Upon device interrogation, it was revealed that right ventricular (rv) exhibited intermittent capture. Both right ventricular (rv) and right atrial (ra) leads exhibited noise over sensed as well. Insulation damage was suspected on right ventricular (rv) lead. On (B)(6) 2025, the physician capped the existing right atrial (ra) and right ventricular (rv) leads and new ones were implanted. The patient was in stable condition after the procedure.

Event description:
New information received indicated that the patient experienced shortness of breath, weakness and low heart rate as a result of loss of capture noted on its pacemaker system. The whole system was explanted and replaced.